Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services isolated the failure to the monitor. They tested the monitor's input connector, found the failure and replaced the malfunctioning part. The device was returned to the customer. Additional part used: glidescope ranger monitor assy; catalog: 0570-0186; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 with a 2' cable, the unit was not giving an image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.